Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during testing, the device had no sound. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device had no sound. The unit was triaged and the customer¿s reported condition was confirmed. Upon inspection, components were found dislodged from the audio circuit on the main board. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.